Event description:
According to the reporter: during laparoscopic nephrectomy, the surgeon had a cracking feel upon retracting kidney upward and clevis broke. The broken pieces fell into the abdominal cavity. All 4 pieces were retrieved after searching for approximately 30 minutes. As the 4 pieces can make the complete shape of the broken clevis, the surgeon closed the incision to finish the procedure. No injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the clevis pieces were broken on both sides. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.